Manufacturer narrative:
A customer from the united states alleged discrepant results for a two patients while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The positive results were released and no harm was alleged. An investigation was conducted which did not identify any product problem. A review of the data revealed that the original patient samples were near or below the limit of detection (lod). (B)(4)

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patient samples while using cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. Two mdrs will be filed per the FDA guidance. Upon initial testing of the original samples on cobas 6800 platform they generated a negative result for all targets. Upon repeat testing of the original samples on liat analyzer both samples tested positive for sars-cov-2. The samples were recollected and tested on a different platform and generated a negative results for all targets. Positive results were reported out to both patients and physicians. No harm alleged. An investigation was conducted and review of the customer instrument data confirmed the two alleged samples with positive results for sars-cov-2 are at the limit of detection (lod) for the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Furthermore, true assay performances may be present and discrepant results can occur for a subset of samples when comparing results of the cobas® liat® system and less sensitive test methods. No product problem identified.